Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that foreign matter in the package before unwrapped the package.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8106249. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the submitted device was able to locate the identify the foreign material as a match for the bottom webbing of the packaging. A review of the manufacturing facility has identified opportunities for the accumulation of these pieces of webbing that are typically discarded. Protective coverings have been previously installed in key areas of the machining process in order to prevent such occurrences. To address this issue we have evaluated and updated the protective cover, and decrease the time interval between cleaning checks.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that foreign matter in the package before unwrapped the package.